Event description:
Received from health professional a forwarded voluntary medwatch report to the FDA. Allegedly, the pt experienced "n/v (nausea and vomiting) and diffuse abdominal pain", associated with the lap-band system. The device was removed and replaced. Allergan is awaiting the product return at this time.

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Pain, vomiting, and nausea are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported alleged events as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ...abdominal pain, chest pain, incision pain, and ...port site pain."